Event description:
Pump kept alarming air in line on the dialysate side of pump. Nurse called the dialysis tech, who told the nurse how to remove the tubing from the dialysate side of pump and remove the air bubbles from the line. When the tubing was put back into the pump, it was installed upside down. This resulted in the dialysate not being infused into the dialyzer filter. Over a time a large amount of fluids were removed from the pt from both the dialysate and ultrafiltrate lines. Pt became severly dehydrated, until the nurse noted that the dialysate IV bags were becoming discolored and bulging with excessive fluid. Dialysis was stopped, and massive amounts of fluids given to pt.